Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine clinic check, upon interrogation, multiple mode switch episodes were noted, right ventricular lead exhibited noise. Arm movements reproduced the noise in the atrial channel. Atrial sensitivity was increased to 0.75 mv. Patient has been asymptomatic to episodes. The physician would continue to monitor these events only.